Event description:
The customer reported that the device functions intermittently. No injury or delay was reported.

Manufacturer narrative:
No medwatch received from the user facility. Investigation results: the device was received and evaluated. The customer's complaint of intermittent function of the handpiece was verified. The investigation found failure with the "on/off" button and a potential for self-activation of the shaver handpiece. The problem was related to a supplier issue which has been addressed.